Event description:
Procedure performed: hysterectomy. Event description: [was sealing tissue. After cutting could not open de jaws. Additional information received by applied medical rep on 9may25: it is not known what caused the jaws to lock closed. No audible or visible damage prior to the incident. The jaws were unresponsive when the surgeon actuated the handle level. The blade lever was able to spring back into position/return to position automatically. No tissue damage or bleeding. It was observed once. The device was used for 30 activations more less. Type of intervention: device replacement. Patient status: perfect.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: hysterectomy. Event description: was sealing tissue. After cutting could not open de jaws. Additional information received by applied medical rep via email on 9may2025: it is not known what caused the jaws to lock closed. No audible or visible damage prior to the incident. The jaws were unresponsive when the surgeon actuated the handle level. The blade lever was able to spring back into position/return to position automatically. No tissue damage or bleeding. It was observed once. The device was used for 30 activations more less. Type of intervention: device replacement. Patient status: perfect.